Event description:
It was reported that the right atrial (ra) lead exhibited extra cardiac stimulation. The lead was reprogrammed on (B)(6) 2025. The patient then presented for an in clinic follow up. X-ray imaging was performed and revealed a dislodgement of the ra lead. The lead was repositioned on (B)(6) 2025. The patient was in stable condition.